Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
The patient has reported that the adhesive is completely non sticky, not sticking to the patient's site. No adverse event reported. A request was made for the return of the device.